Event description:
As reported by the user facility: the safety lock of introcan safety did not work after removing the mandrel. The mandrel ran at the needle and left the exposed tip of the needle causing an accident with a nurse, that cut the finger. The patient who used the product was (B)(6). Another test revealed that the patient did not have (B)(6). It was a false result. (B)(4) is involved in this case.

Manufacturer narrative:
Exemption number (B)(4). (B)(4) is submitting this report as the device importer on behalf of b. Braun (B)(4) (the manufacturer). This report has been identified as b. Braun (B)(4) internal report # (B)(4). Received 1 used (contaminated with coagulated blood and possible (B)(6)) introcan safety pur 20g, 1.1x32mm without package. The received sample (with clip, without capillary) was taken to a visual examination. The safety clip is fixed in the area approx. 25 mm before the cannula tip. Further we detected a bend/damaged safety clip. The contaminated sample was not tested because of hygienic reason. No specific conclusions can be drawn. It should be noted that the introcan safety is designed to reduce the risk of needlestick injuries. However, cdc guidelines and/or facility protocols should always be followed. Sharps should be disposed of immediately into an appropriate sharps container. All available information has been forwarded to the actual manufacturer for further evaluation. A follow up report will be filed if additional pertinent information becomes available.